Event description:
International customer reported that a tear was observed on the drain six days after placing the device in service. The customer reports that surgical clamps were placed on the body of the drain while performing routine maintenance on the attached reservoir. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.